Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone18.4. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized with hypoglycemia on (B)(6) 2025. The patient stated that they skipped a pre-meal bolus, after which glucose levels began to rise. In response, the patient administered three correction boluses without using the bolus calculator, resulting in insulin stacking. The patient acknowledged that this was not best practice and explained that it was an error, noting they typically use the system correctly. Subsequently, the patient¿s blood glucose level dropped to below 54 mg/dl while wearing the pod for more than 48 hours. Reported symptoms included vomiting. The patient was unsure of the specific treatment received but confirmed hospitalization for approximately one week. The pod was removed.